Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
He customer's father reported via phone call that the insulin pump was damaged. The caller reported the ring around the reservoir compartment was detached. The caller stated the insulin pump was not dropped or bumped. The customer's blood glucose was 5.4 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit was received in no manufacturing mode noted. Pump was received with missing reservoir tube retainer, minor scratched lcd window and cracked select button keypad overlay.